Event description:
It was reported that during positioning of the catheter before the first ablation, a loss of steerability, especially the ability to hook the tip of the catheter, was noticed. The catheter was exchanged for another one and the procedure was completed. It was also noted that between the two distal electrodes, the tip of a wire was visible. The catheter was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the ep catheter was analyzed and it was noted that the ep catheter manipulator wire pulled through the lumen wall, there was a visual finding of blood, and visual summary analysis of the catheter indicated damage during the procedure. (B)(4).